Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) implanted one year ago presented at mol 2. It is reported that the patient has had no shocks and paces 0% of the time. There are multiple atrial tachycardia response (atr) episodes recorded.